Event description:
A 2.75 mm diameter x 30 mm length endeavor rx coronary stent system was inserted into a patient for the treatment of a proximal om lesion. The vessel morphology was reported as non-tortuous with no calcification and 85% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor and was attempting to reach the lesion site when the stent dislodged distally in the left circumflex. An endeavor sprint was deployed to crush the dislodged stent against the left circumflex vessel wall. No additional clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.